Event description:
The customer reported that during a patient procedure, the home button on one of the gantry panels was stuck engaged. The trained operator was able to disengage the stuck button by pressing the button a second time to stop the patient support motion. A philips field service engineer (fse) confirmed there was no harm to a patient or operator. The fse replaced the gantry touch panel to correct this issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).